Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device has not been returned so, no analysis could be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6)2009, the patient was implanted with an scs system. The patient was turning on a 20amp breaker on the circuit breaker in her home. When she did this, a very strong surge went through her mid-section where her ipg is located, and she fell backwards and hit a wall. The ipg was off when this happened. The next time, the ipg was turned on, it seemed to be working just fine. Then the sensation from the stimulation started to change. The programmer would show that the ipg was on a different program then it had been set to. This happened multiple times; the program went from 6 to 4 to 3 to 7 and back to 6. The patient is also getting positional changes in stimulation when she drops her head or turns it. She never used to get these changes before. The change can be an increase in intensity or it can cause her to not feel the stimulation at all. X-rays were taken but the results are unknown. The ipg has now begun warming and the patient will be scheduled for a revision.